Event description:
As reported, in 2005, this pt presented with a thoracic aortic aneurysm and focal dissection, and was treated with gore excluder aaa endoprosthesis aortic extender components at the level of the diaphragm. On approx seven months later, the pt was admitted for a penetrating ulcer and symptomatic aneurysm. Three gore tag thoracic endoprostheses were implanted. A type I endoleak was noted in early 2007, secondary to a chest injury. In 2008, the pt was converted to open surgical repair and the devices were explanted and discarded. The pt reportedly tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of add'l devices implanted in this pt.